Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported (via FDA mw5083519) that a female patient of unknown age who underwent an unspecified breast implantation procedure with two unspecified mentor saline breast prostheses, reported experiencing the following: "I had mentor smooth saline breast implants placed in 2002, I was (B)(6) years old. Many things occurred from 2005-2017 that stemmed from this mistake that ruined my quality of health. At the age of I had unexplained cataract in both eyes. Had to have surgery to repair. I would often choke and have problems swallowing. Had severe migraines and dizzy spells to where I felt like I would pass out. Suffered a miscarriage in 2005. Suffered heart palpitations on a regular basis. Could not lift anything above my head. I experienced brain fog, forgetfulness and major fatigue. I believe that breast implants are harmful and cause an allergic reaction in most people and they dont realize it is the implants. Many feel like they are going crazy. I had the breast implants removed on 2017 and feel 90% better." This medwatch form is for the left breast prosthesis.